Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. Approximately on 08/02/2023, the patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the arm. The cgm was reading 45 mg/dl and the patient took a bg reading which was ¿e5¿ which means that the bg is over 600 mg/dl. The patient experienced slight headache and nausea (felt like he was going to vomit, but didn´t). The wife called the paramedics, and the patient was taken to the emergency room. There the nurses took a blood glucose reading which was 1059 mg/dl. At the emergency department the patient was treated with IV medication and insulin (2 injections of 10 units). The patient was discharged after 4 days. At the time of the report the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.